Event description:
The patient service representative (psr) assisting a (B)(6) old female patient contacted zoll lifecor customer support service to report a problem with the device. The psr reported a communication issue between the belt and monitor. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon inspection, the belt was found to have a kink in the trunk cable, as well as an electrical short. The +5 v line in the trunk cable was shorted to the ground. The internal short caused the monitor/belt communication issues when the belt was plugged in. The root cause of the shorted line cannot be positively identified but may have resulted from the kink in the cable. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.